Manufacturer narrative:
Product ID: 3093, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient's implantable neurostimulator (ins) migrated, the ins was too superficial and horizontal. It was unknown what led to the event or how the issue was identified. No diagnostics/troubleshooting were performed. The ins was repositioned on (B)(6) 2014, and the issue resolved. The event was assessed by the investigator as not serious, related to the device, and related to the procedure. Relevant medical history includes fecal incontinence due to peripheral neuropathy since 2011. If additional information is received, a follow-up report will be sent.